Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of snare loop detached.

Event description:
It was reported to boston scientific corporation that a spyglass retrieval snare was used during a metallic stent removal procedure performed on (B)(6) 2023. During the procedure, a spysnare loop wire broke inside the patient while trying to retrieve a metallic stent. The loop wire was retrieved with forceps and a plastic stent was implanted since the metallic stent could not be removed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.